Manufacturer narrative:
The pump was not available for eval and investigation. Without the actual sample, part number, lot number, or details of the incident, a complete analysis cannot be conducted. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in an sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in an sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors. If additional info that is pertinent to this event becomes available, I-flow will reopen the complaint.

Event description:
The physician experienced 4 localized infections over the last 4 months that he did not report. All the pumps were discarded and the lot numbers were not recorded. No pt's name or further details were known about 2 of the pts.